Event description:
This device was explanted on (B)(6) 2014. This device went eos on (B)(6) 2014. Should additional information become available, this file will be updated.

Manufacturer narrative:
For 07/18/2014 - this patient was admitted to the ER on (B)(6) 2014 due to ventricular tachycardia. Per programmer strips, there is evidence of noise on the rv channel. Upon receipt, the ICD was interrogated, revealing the battery status eos. The ICD was implanted for 52 months and 99 charging cycles were recorded to the ICD's memory. The header of the ICD was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out and there was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the right ventricular as well as in the farfield-channel. In the following that oversensing led to multiple charging cycles draining the battery. Therefore the battery status eos after an amount of 99 charging cycles is anticipated. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, the ICD was fully functional. There was no indication of a material or manufacturing problem.